Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ultrasafe plus x100l png clear had a guard activation failure. This was discovered after use. The following information was provided by the initial reporter: the complainant reported that the needle is still ¿exposing¿, which is not what she was told by the hospital. Complaint code: automatic needle guard activation failure.